Event description:
The customer reported that prior to use, it was noted that the pad was discolored. Initial eval of the returned sample found the pad did not have resistance and the foil was degraded.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.